Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb charging port was damaged which resulted in the pump intermittently not charging while plugged in. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined troubleshooting.